Event description:
According to the reporter: the trocar broke apart inside the pt. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No additional info available at this time.

Manufacturer narrative:
(B)(4).